Manufacturer narrative:
Patient information is unknown. Additional procode: hrs. It is unknown if device was implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6), 2018, open reduction internal fixation was applied to a humeral diacondylar fracture. During the surgery, a variable angle (va) locking screw could not be inserted into the bone completely. The surgeon assumed that as he drilled the bone using a va sleeve, it was likely that the direction of drilling was shifted in the middle of drilling. The surgery was completed successfully although it was not reported how the surgery was finished. There was no adverse consequence to the patient. Concomitant device: drill bit (part: unknown, lot: unknown, quantity: unknown). This report is for a 2.7mm titanium (ti) va locking screw self-tapping with t8 stardrive recess 24mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 04.211.024s, lot# l641078. Manufacturing location: (B)(4), release to warehouse date: nov 03, 2017, expiry date: oct 01, 2027. Non-sterile 04.211.024 / h457010 was manufactured in (B)(4). Manufacturing date: sep 19, 2017. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and found to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product investigation was completed. The complaint condition is confirmed. Visual investigation shows clearly that the thread of the screw is badly damaged. The thread is plastically deformed what does not allow to insert the screw into the bone as foreseen. This clearly indicates strong contact with the plate during insertion procedure. As the anodizing layer is removed from the surface, this can be clearly identified as post-manufacturing damage. This led us conclude that the screw was not properly aligned during insertion. As result, the thread came into hard contact with the plate what finally caused the reported damage of the threads. Due to the deformation/damage, it is not possible to measure the dimension/shape of the locking threads. Therefore, we classify this as handling error while insertion. As result of the damaged thread, no functional test is possible. The damages confirm the reported problem. Because the threads are damaged as described, the va locking screw is not possible to insert into the bone as intended. It is not possible to measure the dimension of the thread due to the damages. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Lot# was reported by initial reporter as l641978. However, the correct lot# was identified as l641078. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.